Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. A vyaire failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed that the oxygen connector was not connected to the analog board. The technician replaced the analog board and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1200 had a large leak coming from the back of the unit. The customer confirmed that there was no patient involvement associated with the reported issue.